Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood past the loose heparin cap connection during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of neurology reported that during the use of the product to patients, it was found that the connection screw between the heparin cap and the catheter was loose, resulting in blood return"

Manufacturer narrative:
H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood past the loose heparin cap connection during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of neurology reported that during the use of the product to patients, it was found that the connection screw between the heparin cap and the catheter was loose, resulting in blood return".